Manufacturer narrative:
Product analysis: the product specimen has not been returned for evaluation. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year post implant of this mitral bioprosthetic valve in the tricuspid position, it was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a review of the device history record (DHR) was performed for this valve, there were no non- conformances identified in manufacturing process. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Without the return of the valve for analysis, a root cause cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.